Event description:
Caller reported a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed that the alarm occurred with consecutive cartridges and decided to replace the pump. The customer was informed that they would receive a pump with updated software and needed to program their settings and connect their cgm to the new pump. The customer agreed to use multiple daily injections (mdi) as backup therapy and understood the instructions for putting the current pump into storage mode before returning it. The customer also acknowledged the need to return the pump within 10 days to avoid additional charges.